Event description:
A surgeon reported that a patient developed inflammation following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.

Event description:
Add'l info provided by the surgeon indicates the pt's visual acuity prior to surgery was 20/400 to counting fingers. Pt's current va is 20/125. The surgeon believes the pt developed an inflammatory response to the intraocular lens (iol). Papillitis and choroiditis developed and the inflammation is ongoing.